Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. The cause of the reported issue was determined to false empty detect and use error, inappropriately bypassed low uf alarm. Homechoice and homechoice pro apd systems patient at-home guide gives instructions about the low uf alarm and has the warning "bypassing a low uf alarm can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 23:16:44. During night drain cycle five, the patient's ultrafiltration (uf) reading was 1484ml, indicating the home patient (hp) drained 1484ml more than their maximum programmed fill volume of 2000ml. No additional information is available.